Event description:
Customer called to report that the insulin pump alarmed motion sensor test failure on their previous pump. Customer experienced a motor error on the previous pump as well. Customer's blood glucose reading was 275 mg/dl. Troubleshooting was not necessary because the pump was replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.